Manufacturer narrative:
The calcium reagent lot number is 75546501 and the expiration date is 31-jan-2025. Calibration was last performed on 02-jan-2024. The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found that a solenoid valve was contaminated. The fse decontaminated the flow path from the rinse mechanism to the vacuum and replaced the solenoid valve. The fse performed a precision test and a hardware check. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient samples on a cobas c 503 analytical unit. The initial calcium result was 1.75 mg/dl. The customer questioned the low result and repeated the sample. The sample was repeated on another c503 analyzer and the result was 9.12 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.